Event description:
I have had false teeth tops since 1970. Bottoms 1980's. I have use polident and fixodent for over 10 years now. Dose or amount: denture cream. Frequency: 2x a day. Route: oral. Dates of use: 1972 to 2009. Diagnosis or reason for use: #1: denture top and bottoms. #2: denture creams. Event abated after use stopped or dose reduced?: no.